Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the year before the call, he was treated by paramedics for a blood glucose level of 24 mg/dl. The customer declined troubleshooting and no products were replaced or returned.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct aware date has been provided with this report.